Event description:
No additional information.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that bd nexiva 20ga 1.25in hf y leaked at septum center used nexiva 18 and 20g. After removing the stellate they experience the blood leakage from self sealing septum hub of nexiva in 4 cases. I couldn't collect the effected sample but I have collected same batch new sample.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.